Event description:
On (B)(6) 2019, a 25mm masters valve was implanted. After the physician cut the retaining sutures and tried to rotate the valve with the holder, it was found that one of the leaflet had fractured into multiple pieces. All of the broken leaflets are recovered. The valve was removed and a 21mm masters valve (B)(4) was implanted instead. There was a clinically significant delay in the procedure. The patient was reported to be stable.

Manufacturer narrative:
The reported event of a dislodged and fractured leaflet was confirmed. One leaflet was dislodged from the orifice and fractured into multiple pieces. No other damage was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. There was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The cause of the reported event could not be conclusively determined, however it is consistent with damage caused by some external force applied to the leaflet and orifice, which overstressed the carbon material.